Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge pigtail became disconnected from the cartridge which resulted in air bubbles along the infusion set tubing. A cartridge change was performed to resolve the issue. Customer's blood glucose was approximately 400mg/dl.